Manufacturer narrative:
Product evaluation: the lens was returned for evaluation. Solution is dried on the lens. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the complaint. A qualified lens/cartridge/handpiece and viscoelastic combination was indicated. No damage was observed to the lens. The lens was foldable using folding tweezers and unfolded with no abnormalities observed. Additional information provided in h.3., h.6. And h.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A purchaser reported that an intraocular lens (iol) did not unfold. There was patient contact, but no patient harm.